Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR report#: 3006705815-2018-01253. It was reported the patient experienced ineffective stimulation from the scs system. X-rays revealed the patient's lead had migrated. Consequently, the patient underwent surgical intervention where one of the leads were explanted and replaced. Reportedly, effective therapy resumed following the procedure. Please note: it is unknown which lead migrated. Therefore, all suspected devices are being reported.